Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular lead dislodged two times from the coronary sinus. The lead was not implanted as the physician decided to change the lead shaped to keep it in the vein. No patient complications have been reported as a result of this event.